Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. See scanned table. Therapeutic range: unknown. The patient experienced a nose bleed the same day and went to the hospital where the inr was elevated. The time between testing was three (3) hours. There was no reported treatment. Though requested, there was no additional information provided.